Event description:
A consumer implanted for chronic low back pain reported that starting eight months ago the implantable neurostimulator (ins) wasn't working, therapy stopped helping, and they needed to have the ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.